Event description:
On (B)(6) 2012, this patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that during the initial procedure the physician could not obtain a distal seal in the left iliac artery. There were two gore contralateral leg endoprostheses implanted and a palmaz stent was used inside the most distal device to attempt to gain seal. The physician chose to take a wait and watch approach. The patient tolerated the procedure. On (B)(6) 2012, there was a reintervention to treat the persistent distal type I endoleak in the left iliac artery. There was an attempt to coil the left hypogastric artery and a gore contralateral leg endoprosthesis was implanted; the device extended into the left external iliac artery. It was planned to cover the left hypogastric artery. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Additional devices implanted and/or related to this event: (B)(4).